Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. Pump received with normal operating currents. No unexpected low battery alarm noted. However, unexpected power loss alarm noted in the pump history due to connector resistance. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with scratched case and missing display window cover.

Event description:
The customer reported via phone call that the insulin pump received power loss alarm. The customer¿s blood glucose level unknown. The insulin pump received insulin flow blocked alarm and was resolved by complete set change. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.